Event description:
After undraping, black spots were noticed under chin and one on neck. Appears to be a burn. Surgeons and tech are unsure how this could've happened but speculate possible burn from lighted retractor or heated saline/soot from irrigation running off of tps. Later learned that the black was from soot generated by heated lubricant.